Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. There was no impact to the customer's blood glucose level. The customer did not have alternate insulin therapy available at the time of the issue. It was indicated that alternate insulin therapy would be obtained from the health care provider.